Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy for atrial fibrillation (af). Technical services (ts) was consulted, and a review of the episode showed an irregular tachyarrhythmia with varying qrs morphologies and amplitudes, possibly af with aberrancy. This resulted in the delivery of anti-tachycardia pacing (atp) and shock therapy. Programming options were discussed. Ts also noted the right ventricular (rv) channel electrogram (egm) showed low amplitude qrs complexes during rv undersensing. In-clinic evaluation of rv lead integrity was recommended. Besides the inappropriate therapy, no other adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.